Manufacturer narrative:
Additional information: imdrf annex a and g grid.

Event description:
It was reported that customer requested assistance with log review post investigation. The customer was unable to determine what the nurse programmed and was hoping for a more detailed keystroke review. Since the complaint was already reported there is currently no new patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode for this serialized device. A review of the device history record showed the device had a manufacture date of 02 sep 2017. The review was performed from the date of manufacture to the present date 21 may 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that customer requested assistance with log review post investigation. The customer was unable to determine what the nurse programmed and was hoping for a more detailed keystroke review. Since the complaint was already reported there is currently no new patient involvement.